Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "hard to push." Additionally, it was reported that the pump did not deliver a bolus as requested. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, or to provide additional information.